Manufacturer narrative:
The hospital sent a picture showing the instrument with the blade broken off; it appears that missing piece is about 2cm in length. The hospital is not releasing the cold knife. Correction: I submitted this MDR to the FDA at the end of june. The year listed in the manufacturing and uf/distributor reporting numbers was incorrect. I listed numbers as: 9610617-2010-00027, 2020550-2010-00027. The correct numbers are: 9610617-2011-00027, 2020550-2011-00027.

Event description:
Allegedly, during a cystoscopy, the tip of the knife broke off in pt. Doctor was unable to retrieve; doctor stated he thought piece would pass through pt with no impact. Procedure completed and pt condition post op was good.